Manufacturer narrative:
Three cine images from the procedure were obtained. The first image analyzed shows the artery prior to placement of any stents inside the distal left common iliac artery. Restrictions throughout the vessel were observed where the reported lesion was located. The second image shows the reported 7x80 stent deployed where the proximal markers are visible on the provided cine. Evidence of a restriction within the vessel proximal to the deployed stent was observed. The third image showed a second stent (8x40) deployed proximal to the first deployed stent.

Event description:
The physician used an everflex 7x80 mm self-expanding stent with entrust delivery system to treat a 60 mm moderately calcified plaque lesion in the distal-left common iliac artery. The vessel was 7 mm in diameter and was moderately tortuous. The lesion had resulted in 75% stenosis in the vessel. The procedure used a 7 fr 45 cm non-medtronic sheath and a non-medtronic guidewire. The device was prepped as per the IFU with no issues identified. The vessel was pre-dilated using a 6 mm pre-dilation device. The everflex stent did not pass through a previously deployed stent and the physician encountered no resistance delivering the device. It was reported that after deploying the stent in the target area, the physician noticed that the proximal portion of the stent was not deployed properly based on the way the end markers looked. Ivus was used to look at the inside and wall apposition. A pta balloon was easily pass ed through the stent and inflated. A new 8x40 everflex stent was deployed at the proximal portion of the first stent and the procedure was completed. No patient injury was reported.